Event description:
Doctor had no seating problems or trajectory problems and proceeded with surgery. Post-op scan showed that implant 21 was pressed again that tooth root of #20. No pt symptoms yet, but doctor is very concerned since it was fully guided. He mentioned shaving the mesial side of #20 to fit the sleeve, but did not say how much was shaved off. See scanned page.